Event description:
Information was received indicating that a patient with a smiths medical portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube was reported to be experiencing secretions and air coming from the stoma when the cuff is not fully inflated. Subsequently, the trach tube was removed and the nurse filled the trach with water. A pinhole tear in the cuff was observed. There were no reported adverse patient effects.